Event description:
Olympus was informed that the user facility was not reprocessing the endoscopes in accordance with the directions for use. The user facility personnel were reportedly not submerging the entire endoscope in the reprocessing basin, and the brushes being used to brush the channel were not the proper size. Additionally, the auxiliary water port was not being reprocessed in accordance with the directions for use, and the user facility reportedly did not hang the endoscopes to dry immediately following reprocessing. There have been no report of infection and cross contamination.

Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. Olympus has been informed that the facility had implemented add'l cleaning practices. No products were returned to olympus for eval. If add'l and significant info becomes available at a later time, then this report will be supplemented. Olympus instruction and reprocessing manuals provide detailed info on how to reprocess endoscopes. This report is being submitted as a medical device report in an abundance of caution. Please also reference 8010047-2011-00267 for a related report.